Manufacturer narrative:
No issue was found with the power socket. The display was found to have gouges, which prevented those areas from being selected. The display was replaced. The software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer has a faulty power socket. The programmer was returned for service. There was no patient involvement. The programmer tested out-of-specification during analysis.